Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx40cm (4f) sterling catheter was advanced for dilatation. However, during initial inflation at 10 atmosphere for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.